Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported the top lid on the alinity I processing module won¿t stay in the upright position. The front top processing cover would fall too fast due to the tensioner hinge being broken. No injury to the user was reported. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed the assy, cover, top front, ia would not remain in an open position due to a broken tensioner hinge. The fsr replaced the part which resolved the issue. An instrument service history review for (B)(6) revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data identified no similar issues related to the alinity system or likely cause parts as described in this ticket. Additionally review of complaint and trending data associated with the assy, cover, top front, ia did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the assy, cover, top front, ia were identified.

Event description:
The customer reported the top lid on the alinity I processing module won¿t stay in the upright position. The front top processing cover would fall too fast due to the tensioner hinge being broken. No injury to the user was reported. No impact to patient management was reported.